Event description:
In 2006, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The following day, two aortic extender components were implanted to successfully repair a proximal type I endoleak. It was reported that the patient tolerated the procedure.